Manufacturer narrative:
The insulin pump had normal operating currents and no blank display was noted during testing. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer stated that the device shows physical damage. It has crack near the esc button. The device was not dropped or exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. It passed the selftest. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.